Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired with the interlock engaged. The jaws were open and staple pushers were visible at the cut line indicating the point where the handle compression had stopped. Functional testing noted the reload was loaded into the subject instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. This issue can occur if the firing handle was not completely cycled. If the instrument return knobs were retracted at any point once the firing cycle had begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stomach stapling, the product was not yet used on the patient, the 2 handles and 1 reload were unable to be loaded correctly. The shaft was freely rotating. A third stapler and reload was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged. Product was received without accompanying information.